Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance and was possibly fractured. Chest x-ray shows possible lead fraying in the area of the clavicle. It was noted that the patient had been undergoing physical therapy involving weight lifting and repetitive shoulder/arm exercises. The patient has a low percentage of ventricular pacing, so reprogramming was performed to switch the lead to unipolar pacing and sensing, the patient will continue to be monitored by remote transmissions. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).